Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges "it was found during use on a patient and the patient had to be intubated three times until we were able to have a balloon stay inflated for longer than a minute". (Additional event devices captured in companion reports: 9610520-2017-00011 and 9610520-2017-00010). It was reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "it was found during use on a patient and the patient had to be intubated three times until we were able to have a balloon stay inflated for longer than a minute". (Additional event devices captured in companion reports: 9610520-2017-00011 and 9610520-2017-00010). It was reported there was no injury to the patient.